Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a threshold suspend on the insulin pump. The customer's blood glucose level was 71 mg/dl. The troubleshooting was performed. It was explained the alarm to the customer. The customer was advised that they will need to select suspend or restart basal. The customer was advised that we will sent replacement sensors.